Event description:
It was reported that during a cryo ablation procedure, the patient experienced a phrenic nerve injury. A double stop procedure was conducted and pacing was confirmed. It was unknown at this time if the phrenic nerve injury has recovered before the patient was discharged. The procedure was completed with the cryo console. No further patient complications have been reported as a result of this e vent.